Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for vibrate anomaly. Customer¿s blood glucose was 169 mg/dl. Customer reported that they put battery in and pump asked to rewind. Customer reported that they just got replacement insulin pump and says the insulin pump will not get out of fill tubing stage. The insulin pump will be returned for analysis.